Manufacturer narrative:
Preventive replacement of capacitor - the test passed within tolerance, but the capacitor was replaced to improve the output. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's defibrillation energy measurement was low. There was no patient involvement.